Event description:
Incoming inspection at distribution, it was found that there was a hair in blister package.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.